Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600 range and was admitted to the hospital for diabetic ketoacidosis (dka). The contact thought that the high bg may be related to a site issue or mal-absorption of insulin. The customer was treated with an insulin drip. Dka and high bg were resolved. Upon follow-up, the customer was discharged on (B)(6) 2017. The type of infusion set used was not reported.